Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the possible implant loosening could not be determined.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2013 where three implants were placed. The patient later complained of a recurrence of pain. In (B)(6) 2016, an additional implant was added to help stabilize the joint. In (B)(6) 2018, a different surgeon removed the most cranial positioned implant due to possible loosening and replaced it with a wider implant of the same type to help further fixate the joint. No other preexisting implants were adjusted or removed. The status of the patient following the revision is not known.